Manufacturer narrative:
Device evaluation: the pump¿s cover was removed, intermittent condition was found to the cgm module due a cold solder connection at the inter-board gold pin. Test battery cap was used. The display screen contrast is dim and reddish. Hard ¿cs69¿ alarm was reproduced during the rewind step, unable to verify all steps and to adequately investigate reported ¿cs215¿ complaint. Cgm history show evidence of ¿cs215¿ cgm failure warnings. Battery compartment is cracked from threads down to the case seal, returned battery cap¿s threads are stripped, the cap was unable to fit to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked compartment and dim display. This report is made based on the results of an investigation completed on 07/11/2017